Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported marker lumen blockage could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in an artery was attempted with a proglide device using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the device was flushed prior to use; however, when the proglide was inserted in the anatomy, there was no bleed back; the device failed. The sutures of two new proglide devices were successfully pre-placed. The tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.